Event description:
It was reported that during an unknown procedure both devices failed during surgery. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. (B)(4). Malformed clip, advancer bypass. The analysis results of device (a) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released without any difficulty. In an attempt to replicate the reported incident, the device was tested for functionality and it fired the remaining clips conforming to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator did not show up completely. This failure is not related to the reported event. The analysis results of device found that it was received in good visual condition and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality and it fired three malformed clips due to an advancer bypass, and the remaining clips conformed according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator did not show up completely. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.